Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is under infusing during testing, no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. The device's event history log was not applicable. To conduct functional testing an accuracy test was conducted. Upon testing, the reported problem was duplicated. It was determined that the expulsor was the root cause and replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.